Event description:
It was reported that during a laparoscopic ovarian cystectomy that the generator gave an error code 1 as soon as the device was powered on. Disconnected all of the accessories and tried to reboot the system and the problem persisted. The case was completed with ligasure. One device to be sent in for repair.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. It was reported that the generator is being returned to the service and repair facility with an error code 1. The analysis site found that the unit boots up with error 1 and replaced the main pcb to correct the issue. The generator was serviced, then burned in, functionally tested, and was found to operate properly. The device history record was not found at the service and repair site, therefore no device history review can be done. The unit passed all qa functional testing and was returned to the customer.